Event description:
Customer reported receiving error code 3547: pressure too high, reagent bottle, sampling center and error code 1133: unable to process test on a b-hcg assay. Customer reported finding particulate matter in reagent bottle 4. Customer removed the particulate matter and stated the assay is performing within specifications. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.